Manufacturer narrative:
1020279-2013-00631. Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens. The lens was explanted and replaced. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Event description:
Additional information received - the lens was implanted in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to inadequate vaulting. The lens was exchanged for a longer lens. The patient's post-operative best-corrected visual acuity was 20/20.

Manufacturer narrative:
Size incorrect for patient. Work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search and medical review, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).